Event description:
The dealer reported that the rollator had a loose wheel and the brake cables were frayed. Provider states that the end user was not injured and that this seemed to be normal wear and tear on the rollator. The end user is very active and walks outside with it most of the day.